Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The analyst noted that alcohol was used to remove blood/tissue.

Event description:
It was reported that the right ventricular (rv) lead had dislodged shortly after implant. During lead revision, the physician could not extend the helix. The helix was attempted to extend but could not after several rotations without success. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.